Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge did not fit properly on the pump. There was no known impact to the customer¿s blood glucose level. The customer was able to successfully load a new cartridge without issue and stated insulin deliveries would be resumed.